Event description:
A customer reported the sealsure chemical indicator tape and sterrad chemical indicator strips did not change colors during a completed sterlization cycle in their sterrad 100s. No instruments were released to use on the load that the chemical indicator strips and tape did not change colors, so no patients were impacted by the event. The facility reportedly placed the box of used cassettes next to the sterrad and an employee inadvertently inserted a used cassette into the sterilizer.